Manufacturer narrative:
Action: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number 304243. Investigation: the customer was on lovenox when the testing was performed. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). This test should not be used for patients on heparin therapy. This may contribute to unexpected inr results or testing errors. Because of the customer's off-label use, analysis of the customer's results was not performed. In-house therapeutic donor testing was performed on reported lot # 304243 on 08/21/2013. Results are follows: donor: (B)(4), inratio: 1.9, 2.1, 1.9, reference: 1.65, bias threshold: 1.15 - 2;15, %cv: 5.87; 203, 2.5, 2.4, 2.6, 2.50, 150 - 3.50, 4.00. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: the pt was undergoing treatment with lovenox, a low molecular weight heparin. Limitations in pi, "this test should not be used for pts on heparin therapy." This constitutes off-label use. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. As reviewed on 09/05/2013, (B)(4) discrepant result complaints were reported for lot #304243, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action: no further action is required at this time. This issue will be subjected to tracking and trending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 7.4, laboratory inr: 1.72. The time between testing was thirty (30) minutes. Reportedly, the pt was on lovenox at the time of testing. Therapeutic range 2.0 - 3.0 for patient. There was no reported adverse pt sequela. There was no additional info provided.